Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device will not complete calibration on radio ac module. There was no report of patient involvement.

Manufacturer narrative:
Customer evaluated device.